Event description:
It was reported by the customer that the bur broke inside the attachment. It was also reported that the customer did not have any further info other than that there were no incident reports.

Manufacturer narrative:
The bur and attachment subject to this investigation was not returned for eval. Part number and lot number info for the bur has not been provided to permit further investigation. The root cause is multi-factorial. The attachment associated with this MDR is as follows: part number: 5100120922, lot number: 12045.